Event description:
It was reported that a manufacturing representative thought ¿some wires¿ had come loose and that was why the patient was in so much pain. The reporter stated the manufacturing representative was going to contact their healthcare professional about what to do next. The reporter further stated the manufacturing representative talked to them like they were concerned about ¿all of this going wrong¿ in their back. It was noted the patient stated it gets pretty rough and they can¿t sit down, lie down, or walk around sometimes.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Concomitant medical products: product ID 3778-75, serial# (B)(4), implanted: (B)(6) 2012, product type: lead; product ID 3778-75, serial# (B)(4), implanted: (B)(6) 2012, product type: lead. (B)(4).